Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a hypoglycemic event, which was treated for with food. The blood glucose reading was 200 mg/dl. The caller stated that low blood glucose levels were a normal occurrence. It was reported that the insulin pump had been exposed to an x-ray machine. Advised replacement of the insulin pump due to a missing dome label sticker. Nothing further reported.